Manufacturer narrative:
Novocure opinion is that the skin laceration was related to optune. The fall was unrelated to optune. Skin laceration is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (1% and 1% in optune/tmz and tmz arms respectively). Fall is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (8% and 3% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year-old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2018. On (B)(6) 2021, novocure received information from the spouse stating that the patient fell backwards and sustained a 4 cm laceration on the scalp from a transducer array. Optune therapy was temporarily discontinued. The spouse added that the patient underwent a head cat scan however, results were not provided. The laceration had been closed with sutures. On (B)(6) 2021, the spouse reported that he trimmed the transducer array adhesive to avoid the sutures on her scalp, and optune therapy was resumed. After several attempts of contact, the prescribing physician did not provide a causality assessment to the event.